Event description:
It was reported that doctor opened product (B)(4), but thought it looked more like product (B)(4). It was reported that the doctor measured the prosthesis found it to be 57mm.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.